Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the stored egms (electrograms) indicated that there was undersensing noted on both leads, the atrial lead and right ventricular (rv) lead, during episodes. Additionally, there were vt (ventricular tachycardia) non-sustained episodes and high rate non-sustained episodes. No intervention was taken for the atrial lead and the atrial lead remains in use. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.